Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the implantable cardiac monitor (icm) experienced undersensing and oversensing due to noise. The device remains in use. No patient complications have been reported as a result of this event.